Event description:
It was reported that during a routine follow-up this left ventricular (lv) lead had an out of range pace impedance that was greater than 2500 ohms. At the last follow-up, in february, the impedances were in range. There was also no capture in all the vectors. The patient reportedly fell 2 weeks ago; however, that was on the right not left side. The lv lead was programmed off and the patient will continue to be monitored. No adverse patient effects were observed. This product remains in service. This report will be updated, should additional information be received.